Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint that the guide wire kinked was confirmed. No sample was returned but the customer returned one picture of the damaged guide wire. The picture shows only part of the guide wire. One kink was observed just beyond the j- bend in the returned picture. This report was reviewed; however a comprehensive investigation could not be performed because the sample was not returned for analysis. A review of the change history was performed for this guide wire. No changes to material and no changes that would have affected the function of the guide wire were made for the past three years. The IFU for this product describes suggested techniques to minimize the likelihood of guide wire damage during use. A device history record review was performed and did not reveal any manufacturing related issues. The potential cause of the guide wire kinking could not be determined based upon the information provided and without a sample. No further actions will be taken.

Manufacturer narrative:
Qn#(B)(4). This report is for the first in a series of two consecutive product problems with the same patient. The first issue has been reported under MDR # 3006425876-2016-00408.

Event description:
This is the second complaint involving this same patient. It was reported that during insertion in medicine, the guide wire kinked. As a result, a third kit was opened and used without issue. The physician commented that the guide wire was softer than before. A delay was reported, however, there was no additional harm to the patient due to this delay or as a result of this occurrence.